Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was overpressure with the pump. The surgery was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
Alleged failure: the device suddenly put a pressure 5 times higher than that set. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be that the inflow cassette was not properly inserted. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was overpressure with the pump. The surgery was completed successfully with no medical intervention or adverse consequences.